Event description:
It was reported to philips that the device displayed a red x in the rfu indicator and failed to recognize the installed battery. Furthermore, it was also discovered that the ac module was making a high pitched buzzing noise. There was no reported patient or user involvement and no adverse patient/user impact.